Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: ? Uterus"), pelvic pain ("pain / pelvic pain"), genital haemorrhage ("excessive bleeding"), suicide attempt ("suicide attempt") and psoriatic arthropathy ("psoriatic arthritis") in a 26-year-old female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rotator cuff tear, gravida ii, parity 2, flank pain, rash, eczema, adenomyosis, vaginal delivery and tonsillectomy. Previously administered products included for prevention of pregnancy: nuvaring from 2006 to 2007. Concurrent conditions included morbid obesity, deep vein thrombosis, mrsa cellulitis, dysuria, urinary urgency and urinary frequency. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced cellulitis ("cellulitis"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), depression ("severe depression"), social anxiety disorder ("social anxiety"), generalised anxiety disorder ("general anxiety"), attention deficit/hyperactivity disorder ("adult add/ adhd"), post-traumatic stress disorder ("ptsd"), psoriasis ("psoriasis"), eczema ("eczema"), fatigue ("fatigue"), weight increased ("weight gain/loss (specify which one)weight gain"), urticaria ("hives"), back pain ("lower back pain / uppar back pain"), tendonitis ("achiles tendonitis"), arthralgia ("hip pain") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy.), and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, suicide attempt, psoriatic arthropathy, social anxiety disorder, generalised anxiety disorder, attention deficit/hyperactivity disorder, post-traumatic stress disorder, psoriasis, eczema, migraine, headache, fatigue, weight increased, urticaria, cellulitis, fibromyalgia, back pain, tendonitis, arthralgia and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and dysmenorrhoea had resolved. The reporter considered anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, cellulitis, depression, device expulsion, dysmenorrhoea, eczema, fatigue, fibromyalgia, generalised anxiety disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, psoriasis, psoriatic arthropathy, social anxiety disorder, suicide attempt, tendonitis, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Right side-five coils left side-three coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), on (B)(6) 2013 patient had hysterosalpingogram resulted in unilateral occlusion (right tube occluded),the left essure device has an unusual appearance on the scout view raising the possibility of discontinuity of the inner and outer coils. The device appears too distally placed which may render ineffective. The left essure device has an appearance on the scout view raising the possibility of discontinuity of the inner and outer coils. Furthermore the device appears too distally placed which may render in ineffective normal placement of the right essure device with no filling of the right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Following event : anxiety was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: ? Uterus"), pelvic pain ("pain / pelvic pain"), genital haemorrhage ("excessive bleeding"), psoriatic arthropathy ("psoriatic arthritis") and suicide attempt ("suicide attempt") in a 26-year-old female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rotator cuff tear, gravida ii, parity 2, flank pain, rash, eczema, adenomyosis, vaginal delivery and tonsillectomy. Previously administered products included for prevention of pregnancy: nuvaring from 2006 to 2007. Concurrent conditions included morbid obesity, deep vein thrombosis, mrsa cellulitis, dysuria, urinary urgency and urinary frequency. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced cellulitis ("cellulitis"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("severe depression"), social anxiety disorder ("social anxiety"), generalised anxiety disorder ("general anxiety"), attention deficit/hyperactivity disorder ("adult add/ adhd"), post-traumatic stress disorder ("ptsd"), psoriatic arthropathy (seriousness criterion medically significant), psoriasis ("psoriasis"), eczema ("eczema"), fatigue ("fatigue"), weight increased ("weight gain"), urticaria ("hives"), back pain ("lower back pain / uppar back pain"), tendonitis ("achiles tendonitis"), arthralgia ("hip pain") and suicide attempt (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, social anxiety disorder, generalised anxiety disorder, attention deficit/hyperactivity disorder, post-traumatic stress disorder, psoriatic arthropathy, psoriasis, eczema, migraine, headache, fatigue, weight increased, urticaria, cellulitis, fibromyalgia, back pain, tendonitis, arthralgia and suicide attempt outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and dysmenorrhoea had resolved. The reporter considered arthralgia, attention deficit/hyperactivity disorder, back pain, cellulitis, depression, device expulsion, dysmenorrhoea, eczema, fatigue, fibromyalgia, generalised anxiety disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, psoriasis, psoriatic arthropathy, social anxiety disorder, suicide attempt, tendonitis, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Right side-five coils left side-three coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51 kg/sqm. Hysterosalpingogram - on 26-jul-2013: unilateral occlusion (right tube occluded), on 26jul2013 patient had hysterosalpingogram resulted in unilateral occlusion (right tube occluded),the left essure device has an unusual appearance on the scout view raising the possibility of discontinuity of the inner and outer coils. The device appears too distally placed which may render ineffective. The left essure device has an appearance on the scout view raising the possibility of discontinuity of the inner and outer coils. Furthermore the device appears too distally placed which may render in ineffective normal placement of the right essure device with no filling of the right fallopian tube . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, headache . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pain / pelvic pain"), genital haemorrhage ("excessive bleeding"), psoriatic arthropathy ("psoriatic arthritis") and suicide attempt ("suicide attempt") in a 26-year-old female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rotator cuff tear, gravida ii, parity 2, flank pain, rash, eczema, adenomyosis, vaginal delivery and tonsillectomy. Previously administered products included for prevention of pregnancy: nuvaring from 2006 to 2007. Concurrent conditions included morbid obesity, deep vein thrombosis, mrsa cellulitis, dysuria, urinary urgency and urinary frequency. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced the first episode of cellulitis ("cellulitis"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("severe depression"), social anxiety disorder ("social anxiety"), generalised anxiety disorder ("general anxiety"), attention deficit/hyperactivity disorder ("adult add/ adhd"), post-traumatic stress disorder ("ptsd"), psoriatic arthropathy (seriousness criterion medically significant), psoriasis ("psoriasis"), eczema ("eczema"), the second episode of cellulitis ("cellulitis"), fatigue ("fatigue"), weight increased ("weight gain"), urticaria ("hives"), back pain ("lower back pain / upper back pain"), tendonitis ("achilles tendonitis"), arthralgia ("hip pain") and suicide attempt (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingectomy.), and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, social anxiety disorder, generalised anxiety disorder, attention deficit/hyperactivity disorder, post-traumatic stress disorder, psoriatic arthropathy, psoriasis, eczema, the last episode of cellulitis, migraine, headache, fatigue, weight increased, urticaria, fibromyalgia, back pain, tendonitis, arthralgia and suicide attempt outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and dysmenorrhoea had resolved. The reporter considered arthralgia, attention deficit/hyperactivity disorder, back pain, depression, device expulsion, dysmenorrhoea, eczema, fatigue, fibromyalgia, generalised anxiety disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, psoriasis, psoriatic arthropathy, social anxiety disorder, suicide attempt, tendonitis, urticaria, vaginal haemorrhage, weight increased, the first episode of cellulitis and the second episode of cellulitis to be related to essure. The reporter commented: need for additional surgery. Right side-five coils left side-three coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), on (B)(6) 2013 patient had hysterosalpingogram resulted in unilateral occlusion (right tube occluded),the left essure device has an unusual appearance on the scout view raising the possibility of discontinuity of the inner and outer coils. The device appears too distally placed which may render ineffective. The left essure device has an appearance on the scout view raising the possibility of discontinuity of the inner and outer coils. Furthermore the device appears too distally placed which may render in ineffective normal placement of the right essure device with no filling of the right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number added , concomitant condition added, lab data added, event added as :- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: severe depression, general and social anxiety, adult add/adhd, ptsd, autoimmune disorder type of disorder: psoriatic arthritis, rashes or skin conditions type: psoriasis/ eczema/ cellulitis, migraines / headaches,migration of essure device location of device: uterus, dysmenorrhea (cramping), hives, pain, fatigue, weight gain / loss specify which one: weight gain, suicide attempt were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: ? Uterus"), pelvic pain ("pain / pelvic pain"), genital haemorrhage ("excessive bleeding"), suicide attempt ("suicide attempt") and psoriatic arthropathy ("psoriatic arthritis") in a 26-year-old female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rotator cuff tear, gravida ii, parity 2, flank pain, rash, eczema, adenomyosis, vaginal delivery and tonsillectomy. Previously administered products included for prevention of pregnancy: nuvaring from 2006 to 2007. Concurrent conditions included morbid obesity, deep vein thrombosis, mrsa cellulitis, dysuria, urinary urgency and urinary frequency. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced cellulitis ("cellulitis"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), depression ("severe depression"), social anxiety disorder ("social anxiety"), generalised anxiety disorder ("general anxiety"), attention deficit/hyperactivity disorder ("adult add/ adhd"), post-traumatic stress disorder ("ptsd"), psoriasis ("psoriasis"), eczema ("eczema"), fatigue ("fatigue"), urticaria ("hives"), back pain ("lower back pain / uppar back pain"), tendonitis ("achiles tendonitis"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, suicide attempt, psoriatic arthropathy, social anxiety disorder, generalised anxiety disorder, attention deficit/hyperactivity disorder, post-traumatic stress disorder, psoriasis, eczema, migraine, headache, fatigue, weight increased, urticaria, cellulitis, fibromyalgia, back pain, tendonitis, arthralgia and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and dysmenorrhoea had resolved. The reporter considered anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, cellulitis, depression, device expulsion, dysmenorrhoea, eczema, fatigue, fibromyalgia, generalised anxiety disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, psoriasis, psoriatic arthropathy, social anxiety disorder, suicide attempt, tendonitis, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Right side-five coils left side-three coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51 kg/sqm. Hysterosalpingogram - on 26-jul-2013: results: unilateral occlusion (right tube occluded), the left essure device has an unusual appearance on the scout view raising the possibility of discontinuity of the inner and outer coils. The device appears too distally placed which may render ineffective. The left essure device has an appearance on the scout view raising the possibility of discontinuity of the inner and outer coils. Furthermore the device appears too distally placed which may render in ineffective normal placement of the right essure device with no filling of the right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, headache quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed in 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.